Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Customer¿s blood glucose levels had been from 300 to 400 mg/dl. The customer stated that her health care provider believed the insulin pump was malfunctioning and requested a replacement. The customer stated that the issue had been happening for about 2 weeks. On (B)(6) 2017, she changed the infusion set and reservoir, treated with manual injection and then discontinue use of the insulin pump. The insulin pump and infusion will return for analysis. The reservoir will not be returned for analysis.